Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an intraocular lens implant (iol), implanted in 2011, was observed to be opacified. The lens remains implanted with no reported harm to the patient. Additional information has been requested.